Event description:
Pt to be discharged. Order received to remove the patient's IV. Rn removed IV from patient's left ac with the tip not intact. Pressure dressing applied above insertion sire. Md, unit mgr, and mop notified. Orders obtained for x-ray and use of arm.